Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found that due to damage on the charge coupled device (ccd) unit, there were black dots in the image, and the specified resolving power was not obtained. Due to clogging of the nozzle, water removal ability did not meet specifications. Due to a burn on the distal end cover, the insulation resistance value did not meet specifications. Due to wear of the angle wires, the bending angles in the up, down, left, and right directions did not meet specifications. The play of the up/down knob and left/right knob did not meet specifications due to wear of the angle wires. The objective lens was scratched. The light guide lens was chipped. The adhesive on the bending cover (a-rubber) was cracked and the a-rubber was worn. The connecting tube and image guide protector were scratched. The grip was dented. The forceps channel port and suction cylinder were shaved. The universal cord protector on the control section side was scratched, and damaged on the scope connector side. The scope connector was dented. The universal cord was wrinkled and buckling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was angulation play in all directions (up/down/right/left), when angulating the knob up/down and right/left it felt too loose, and there were wrinkles on the universal cord. There was no patient or user injury reported. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.